Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a 064 call service alarm during the prime/fill cannula sequence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during testing, the pump was powered on and a call service alarm was recorded in the black box data as a cs 064, indicating an occlusion during prime error. The rewind piston did not move and during the load step the pump gave a cs 064 alarm. The pump case was opened and the motor was removed and tested with an external power supply; however, the motor failed to operate with this external power supply.